Event description:
It was reported by a physician that the patient's device was showing high impedance. The patient's output current was still being delivered. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's generator and lead were explanted and replaced and a broken lead was discovered during surgery. The patient's replacement surgery facility is known to discard products after surgery and is a no return site therefore the devices have not been received into analysis to date. No additional relevant information has been received to date.